Manufacturer narrative:
No physical sample only a picture was returned for evaluation. Based on the photo sample, visual inspection was unable to determine what allegedly occurred during use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "caution: this product contains natural rubber latex which may cause allergic reactions." (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that, in (B)(6) 2015, the patient had a silicone coated latex catheter inserted at the hospital. The complainant alleged that she has a strong allergy to latex that caused a severe allergic reaction. She had to be hospitalized as result of the allergic reaction.